Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. It was reported that cartridge and infusion set and resumed insulin therapy.